Event description:
It was reported that the bed was stuck in an elevated position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: the distributor has been sent parts and will complete the repair.